Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and experienced no delivery alarms on her insulin pump, more than 90 days prior to the date of this report. The customer had been experiencing weak signal and lost sensor alarms, in addition to inaccurate readings around the time this report was made. Nothing further reported.